Event description:
It was reported that, during a device check, loss of capture was observed on the right ventricular (rv) lead. Rhythm pauses due to oversensing of noise were also observed during interrogation of the device. Analysis of the lead through the analyzer determined that the tip connector wire was fractured with impedence reading out of range high and no sensing whereas the ring electrode appeared to be electrically intact. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).